Event description:
It was reported that post implantation of the gastric band, the port was discovered to be flipped in 2008. One week later, the port was flipped and sutured down. It was also found at this time that the strain release was loose and floating on the catheter and had to be re-connected. The pt is fine.

Manufacturer narrative:
Date sent: 08/22/2008. Info is unavailable; device was not returned for eval.